Event description:
It was reported that during procedure, the disk drill broke before entering bone. Additional device was available for use. There was no delay in the procedure. No further information has been provided.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found evidence that the fracture occurred due to bending. There is also evidence to suggest that impact loading may have occurred.